Manufacturer narrative:
D9): the device was returned to the manufacturer on 21 dec 2021. G3): the device evaluation and investigation were completed on 13 jan 2022. H3): device evaluation: the device was returned and evaluated by a cross functional team. A kink, broken fibers and a breach to the device''s outer jacket were observed 10 cm from the device''s distal tip. The outer jacket appeared discolored with a substance present in the area of the breach. The substance was identified as polyethylene oxide, a material component of the device''s outer jacket. Likely, the laser energy, which melted the device''s outer jacket in the area of the broken fibers, caused the polyethylene oxide to be present. Historically, the manufacturer has seen this failure when excessive forces are applied to the device. The device becomes kinked, and broken fibers at the area of the kink produce laser energy, which creates a breach in the outer jacket. This failure has been determined to be use related.

Manufacturer narrative:
Patient's date of birth unk. The device was not returned, thus no investigation could be completed.

Event description:
A difficult lead extraction procedure commenced to remove four leads: 2 capped right atrial (ra) leads, one active ra lead and one right ventricular (rv) ICD lead. The physician chose to use a spectranetics 16f glidelight laser sheath to attempt extraction. During use, the catheter was observed to be kinked, with visibility of laser light, approximately 10 cm from the device's distal tip. The device was removed, and a new glidelight was used to complete the procedure with no reported patient harm. This event is being reported due to unintended radiation exposure from the glidelight device, potential for harm.